Event description:
The facility reported a colleague infusion pump with a constant audio alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the catheter lab. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding during the manufacturing of this device, the pump experienced cosmetic issues. These were fixed. Evaluation summary: the reported condition of a colleague infusion pump with a failure constant audio alarm was not confirmed by baxter personnel during product evaluation. Upon further investigation by quality engineering, a failure code of 313:425 was the last fail code to occur prior to servicing. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.